Event description:
It was reported that there was a power on reset (por). The device manually charged and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates that a power on reset (por) occurred on (B)(6) 2010. The por severity is low. The device should be able to fully recover after the reset. The diagnostic information is consistent with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.